Manufacturer narrative:
(B)(4). Devices not received, log review, only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
Customer reported that several hydromorphone pca demands were pressed during the night, but no medication delivery occurred. Intended programming was hydromorphone pca 0.5mg, continuous 0.2mg/hr, 1 hour max of 0.7mg, lockout of 60 minutes. At 0800, the pump read 1 demand and 0 deliveries when the nurse went to clear the totals. The nurse changed the pump at 0940 and verified the settings with a second rn. At 1200, the pump read 1 demand and 1 delivery. Customer is requesting an event log review. No pt harm or medical intervention was reported. Although requested, no additional info was provided.